Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 08/10/2021.

Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from the tubing of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous h10. Missing statement regarding the batch review. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak in the cassette tubing that led to this alarm. The caregiver (cg) stated that they did not open the outer package with a sharp object and no pets could have caused the leak. The connections to the bags were tight. Renal therapy services (rts) assisted the cg with clearing the alarms and removing the cassette. Rts advised the cg to set-up with new supplies or use manuals to continue on with the therapy. Proper procedures per user manual were reviewed with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.